Manufacturer narrative:
Batch review performed on 21 may 2021: lot 172792: (B)(4) items manufactured and released on 13-jul-2017. Expiration date: 2022-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
3 years and 8 months after the primary surgery the patient came in reporting laxity. The surgeon revised the 11mm insert with a 13mm insert and the surgery was completed successfully.